Event description:
It was reported that the health care professional requested review of a ventricular tachycardia episode stored by this pacemaker. Technical services (ts) advised there is potential noise oversensing exhibited. In addition, ts noted amplitude measurements were variable. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.